Event description:
It was reported that the patient was recording an episode with their implantable cardiac monitor and the episode displayed an invalid data message. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Episode diagnostics data was unavailable due to several bit flips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.